Event description:
It was reported to boston scientific corporation that a wallstent biliary stent w/unistep plus was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure with stent placement in the right hepatic duct performed on (B)(6), 2010. According to the complainant, the patient presented with a stricture at the distal part of the right hepatic duct. The stent was placed through the stricture and was deployed. When the physician attempted to reconstrain the stent it was noted that the wires of the stent had passed through the sheath. The physician tried to deploy and reconstrain the stent several times however deployment of the stent was not possible. The procedure was not completed due to this event. The patient's condition at the conclusion of the procedure was reported as stable. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a wallstent biliary stent w/unistep plus was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure with stent placement in the right hepatic duct performed on (B)(6) 2010. According to the complainant, the patient presented with a stricture at the distal part of the right hepatic duct. The stent was placed through the stricture and was deployed. When the physician attempted to reconstrain the stent it was noted that the wires of the stent had passed through the sheath. The physician tried to deploy and reconstrain the stent several times however deployment of the stent was not possible. The procedure was not completed due to this event. The patient's condition at the conclusion of the procedure was reported as stable. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available a supplemental report will be submitted. Additional information received on (B)(6) 2010: the indication for the stent placement procedure was a 2 centimeter stricture due to cholangiocarcinoma. The patient's anatomy was reported as tortuous and was dilated prior to the procedure. The stent wires perforated the outer sheath. The stent was partially deployed inside of the patient. The stent was removed without any issues. The procedure could not be completed because another stent was not available.

Event description:
It was reported to boston scientific corporation that a wallstent biliary stent w/unistep plus was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure with stent placement in the right hepatic duct performed on (B)(6), 2010. According to the complainant, the patient presented with a stricture at the distal part of the right hepatic duct. The stent was placed through the stricture and was deployed. When the physician attempted to reconstrain the stent it was noted that the wires of the stent had passed through the sheath. The physician tried to deploy and reconstrain the stent several times however deployment of the stent was not possible. The procedure was not completed due to this event. The patient's condition at the conclusion of the procedure was reported as stable. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available a supplemental report will be submitted. Additional information received on (B)(6), 2010: the indication for the stent placement procedure was a 2 centimeter stricture due to cholangiocarcinoma. The patient's anatomy was reported as tortuous and was dilated prior to the procedure. The stent wires perforated the outer sheath. The stent was partially deployed inside of the patient. The stent was removed without any issues. The procedure could not be completed because another stent was not available.

Manufacturer narrative:
A visual examination of the returned device found that the stent was fully mounted. Additionally, several stent wires had perforated through the outer sheath at 17mm proximal to its distal end. The distal end of the device was also curved, and the outer sheath had been moved distally over the tip. The outer sheath was stretched and accordioned at 77mm distal to the t-bar connector. During a functional evaluation, it was not possible to retract the distal handle and outer sheath due to the stent wire perforation. The shaft was dissected and it was found that the inner lumen was kinked where the shaft had stretched and accordioned. It was not possible to withdraw the distal end of the inner lumen and stent due to the stent wire perforation. Although the device was not returned partially deployed, it is consistent with the complaint of stent wires perforating the sheath. The most probable cause of the issue is being labeled as operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no deviation was found.

Manufacturer narrative:
(B)(4).the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4).